Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device site internet was down and the user was unable to log into medstation. A technical support specialist (tss) dialed in to the station and retrieved the application log. Upon reviewing the logs from the affected station, it was found that users were unable to log in during the site's internet outage. This occurred because the station could not reach the ids on the server, as the outage blocked the required connection. The station logs indicated an unable to obtain configuration error, which meant it was unable to download the sign in metadata or keys from the identity endpoint. The tss stated that without this information, the device was unable to validate user logins. The tss advised the customer to update the information to resolve the issue. Issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the sites internet was down, and users were unable to log in. The users had to use keys to manually open the drawers and had to break some cubie lids in order to access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.